Event description:
The patient had a successful cryoablation procedure. The patient also had rf ablation of right atrial flutter in the same setting. After the procedures, the patient had a pericardial effusion. A pericardial tap was required to resolve the effusion and was effective and successful. The patient was stable and was discharged from the hospital on schedule.

Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.